Event description:
It was reported the right atrial lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead associated with this event has no contact information as it was implanted in (B)(6), by an unknown physician in an unknown facility. Therefore, attempts for additional information cannot be made. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.